Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the reported customer issue could not be verified. The device was found to have deep cuts on the cap. The image was found to have broken elements/shadows. The bending section was found to have broken strands. The device was serviced and returned to the user facility.

Event description:
The customer reported a leakage of air/water or fluid invasion on the device. Additional information provided by the customer confirmed that the device was used in a procedure prior to finding the leak. The procedure being performed was a esophagogastroduodenoscopy (egd) ultrasound. The customer confirmed that the procedure was completed and there was no delay or harm to the patient. The customer reported that the device was inspected prior to use.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-03392. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the (reportable defect) damage in the ultrasound probe has been determined to be external force is applied during normal use olympus will continue to monitor the field performance of this device. The instructions for use provides the following: please read before use, the following description was included - do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images.